Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. As a result of evaluation, part of the silicone rubber inside the tip of the handle was missing. The missing part had a shape as if it was torn by a physical load. The manufacturing history record was reviewed, with no irregularities noted. The reported event is considered to have occurred by the following mechanism. The silicone rubber was peeled because it was subjected to a load when cleaning inside the handle or inserting and removing the probe. The peeled silicone rubber was torn due to the load when mounting the probe. The torn part fell off during the procedure. The instruction manual of the device has already warned as follows; - prior to closing the surgical incision, confirm that no part of this device, such as the probe, is missing or broken off. If a piece of the device is missing, check whether or not it has fallen into the patient. If the piece of the device is found in the patient body, remove it by appropriate technique. -the following equipment is subject to wear. Should the slightest irregularity be suspected, do not use the instrument, use a new one instead. When using defective equipment, it may be difficult to effectively reprocess the instruments, and it also could cause instrument damage.

Event description:
During an unspecified procedure, the subject device was used. A rubbery black packing fell off from the distal end of the device during the procedure. The missing part was retrieved by the doctor afterwards and the procedure was completed. No patient¿s injury was reported other than the above. When the device was evaluated on october 17, 2017, it was found that the packing which fell off was part of the silicone rubber inside the tip of the handle.